Event description:
A falsely elevated ctni result of 1.20 ng/ml was obtained on a pt sample. A second result from running in duplicate obtained 4.65 ng/ml. The results were not reported to the physician. The same speciment was retested on the same analyzer and ctni results of 0.27 and 0.09 ng/ml were obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequence as a result of the reported falsely elevated ctni result. Analysis of instrument data indicated a contamination problem caused by the ri probe/drain maintenance.